Event description:
Every time I would use one of the kotex tampons, it would come apart and I would have to pull it out of my vagina. It was all being removed by pulling the [invalid] or it would be hard to remove and painful. Most recent occurrence was (B)(6) 2018 and the infection was diagnosed in (B)(6) 2018. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: menstruated period.